Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient's infusion set was leaking at connection to the site on (B)(6) 2024. The blood glucose level of the patient was 300 mg/dl. Moreover, the issue occurred with nine similar types of infusion sets used for two days. No further information available.